Event description:
Developed infection in both eyes with a cornea ulcer in the left eye. Dates of use: 2006 - 2007. Diagnosis: clean contacts. Event abated after use: yes. Event reappeared after reintroduction: yes.